Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what heat management techniques were utilized in the original procedure? What generator power levels were used in the original procedure? Were there any alert screens on the generator in the original procedure? Can a generator log be obtained? For this surgeon, is a toupet fundoplication a standard procedure to address gerds? Is there a photo of the hole that could be shared from the re-op procedure? What is the exact anatomical location of the hole? What is the location of the hole in correlation to where the harmonic was used in the original procedure? Does the surgeon believe there was an alleged deficiency with the device that led to the patient issue? What is the patient's current status? Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that four days post op to a hiatal hernia with a toupet fundoplication procedure the patient presented with coughing, pneumonia like symptoms and fluid in the esophagus. They scanned and found nothing but admitted the patient. On day ten they discovered a two mm hole in the esophagus. The patient is in recovery.